Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per provided medical records: (B)(6) 2008 - patient was diagnosed with incisional hernia and was scheduled for open repair. Per operative notes "we used our smallest piece of ventralex and was able to push in the ventralex intraabdominally". (B)(6) 2008 - patient was diagnosed with recurrent ventral/umbilical hernia and underwent repair. Per operative notes "here we encountered a hernia...dissected the hernia sac, removed the old mesh, which was not covering the defect." The ventralex mesh was removed, including removing its ring and replaced a piece of (non bard/davol) biological mesh. Attorney alleges that the patient experienced recurrent hernia and underwent removal of old mesh which was not covering the defect.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct catalog & PMA/510k. Based on the medical records provided, the patient was diagnosed with a hernia recurrence approximately 4 months after the implant of the ventralex mesh. Per the operative report, the "recurrence" developed outside the coverage area of the implanted mesh. As such, there is no indication of potential device issue. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.